Event description:
The customer's mother reported getting a sensor error during initialization. The customer also stated that the sensor looks pinched and it also seems that the sensor cannula is shorter than the other. The customer's blood glucose reading is 75 mg/dl. The customer is unsure if the cannula is still in the skin. The customer was advised to see his physician. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found the sensor canula bent (retracted) inside the sensor base. Unable to confirm the customer did receive the sensor in said that condition because the customer returned the sensor opened/used. No broken or missing parts were observed during analysis.